Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape. Common device - the correct common device is indicator, chemical. Catalog number - the correct catalog number is 14202, lot number - the correct lot number is 33515, exp date - the correct exp date is 11/25/2016.

Event description:
A customer reported the sterrad sealsure chemical indicator tape did not change color correctly after a completed sterrad nx cycle. The affected load was not released. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad sealsure chemical indicator tape not changing color correctly.

Manufacturer narrative:
Exp date: correction from 11/25/2016 to 10/1/2017. Asp investigation summary: the investigation included a review of the device history record (DHR), supplier product evaluation, lot trending , concomitant product evaluation and system risk analysis (sra). The DHR was reviewed and all process specifications were met before the release of the product. Supplier evaluation was not performed since the customer indicated that the tape changed correctly when run in the same unit with a different load. Therefore, product was not requested for return. Lot history was reviewed for the reported issue from 02/13/2016 to 08/11/2016; trending has not been exceeded. The concomitant sterrad nx was tested by a field service engineer and there were no issues observed. The customer stated the tape from same lot passed in another cycle. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The most likely assignable cause is use error since the customer indicated various cycles were run, including cycles with non-approved instrument baskets and trays. The chemical indicator tape did not change correctly when a certain device/tray configuration was used. However, when the same chemical indicator tape was used in the same unit with different load content, the chemical indicator tape changed correctly. A field service engineer visited the customer to address the issue and customer has ordered new inner baskets and trays recommended to house the customer's scopes during the sterilization process. The issue will continue to be tracked and trended.